Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was having difficulty turning on the pump with the usb cable. It was confirmed that a different usb cable was able to turn on the pump successfully. There was no impact to the customer's blood glucose level. A replacement usb cable was sent to the customer.